Manufacturer narrative:
The valve was returned for evaluation. The position of the cam when valve was received was at setting 1. The valve was visually inspected; needle holes in the needle chamber were noted as well as the needle guard was slightly raised. The valve was tested for programming and passed. The valve was flushed; no occlusion was noted. The valve was leak tested. The valve leaked from the tear in the needle chamber. Leaked from the tear in the needle chamber. The valve was reflux tested and passed. The siphon guard was removed and tested; no issues found. The valve was then pressure tested; the valve failed the test. A review of manufacturing records was not possible, as no lot number information was provided. The root cause for the raised needle guard base, was likely due to user handling. As noted in the IFU: (do not fold or bend the valve during insertion. Folding or bending might cause rupture of the silicone housing, needle guard dislodgement, or occlusion of the fluid pathway.) The root cause to pressure problem is likely due to the raised needle guard obstructing the flow as well as the tear in the silicone housing in the needle chamber. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
(B)(4). It has been reported that the device will be returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
It was reported by the ous affiliate that after implantation, the certas plus inline valve could not be programmed and was removed. It was reported the reservoir's needle guard was broken.. No further information was provided by hospital.

Manufacturer narrative:
The device has been returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.